Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected data: g2 report source. A getinge field service engineer (fse) stated the repair was not completed because the customer did not approve the quote for the purchase of the parts indicated by the technician.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs100 intra-aortic balloon pump (iabp) had 4 cart caster wheels that were damaged. There was no patient involvement.